Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information states that the atrial lead exhibited oversensing, a suspected fracture was noted. The lead was capped and replaced with no complications. The patient was stable post procedure.

Event description:
It was reported that the right atrial lead exhibited high impedance. No information had been reported. The patient had not been able to present for follow up. No additional information is available.